Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/19/2013 with the following findings: during testing, the display was found to be faded, discolored and difficult to read. A test display was inserted and found to function properly with no visible signs of fading or discoloration. Evaluation revealed multiple battery compartment cracks. The battery cap was able to secure to the pump but the coin slot on the top of the cap was stripped. Evaluation revealed that the cartridge compartment was cracked and damaged. A crack was found on the back of the pump case. The pump case was removed and evidence of moisture was found inside the pump. The pump piston was found to be damaged and the piston cap was missing. Unrelated to these issues, evaluation revealed that the audio bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. Investigation revealed a cracked battery compartment, damaged cartridge compartment, and a damaged pump case. Investigation revealed moisture inside the pump. Additionally, investigation revealed a damaged pump piston and a missing piston cap. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/19/2013.